Event description:
Original implant was on (B)(6) 2016. Successful outcome with no leak during final imaging. Patient was seen in (B)(6) 2018 where computerized tomography (CT) was performed and no leak was discovered. On (B)(6) 2019, patient came to hospital complaining of abdominal pain. CT showed blood in the retroperitoneum coming from type 3 endoleak. The leak was located around the distal bifurcated stent graft. The leak was repaired by relining with gore stent graft. Final imaging showed no leak. Some iliac calcification and tortuosity was noted.

Event description:
Original implant was on (B)(6) 2016. Successful outcome with no leak during final imaging. Patient was seen in 6/2018 where computerized tomography (CT) was performed and no leak was discovered. On (B)(6) 2019, patient came to hospital complaining of abdominal pain. CT showed blood in the retroperitoneum coming from type 3 endoleak. The leak was located around the distal bifurcated stent graft. The leak was repaired by relining with gore stent graft. Final imaging showed no leak. Some iliac calcification and tortuosity was noted.

Manufacturer narrative:
The device was not returned for evaluation and remains in-situ. Images were provided and reviewed by medical director at william cook australia: "I cannot really see any endoleak, cannot see the retroperitoneal bleeding, and cannot draw any conclusions as to the effectiveness of the re-lining by the gore graft.". Work order (B)(4) was reviewed and appears complete and correct. The device IFU states: "endoleak" is listed as a potential adverse event. "Patients with specific clinical findings (e.g.,endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up" "the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life long, regular follow-up to assess their health and performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up" based on the information provided the exact failure mode cannot be determined as it is unclear if the type iii endoleak is caused as a result of stitch breakage, tearing of material, material degradation, stent detachment, etc.

Manufacturer narrative:
Images were provided and reviewed by medical director at william cook australia: "I cannot really see any endoleak, cannot see the retroperitoneal bleeding, and cannot draw any conclusions as to the effectiveness of the re-lining by the gore graft.".

Event description:
Original implant was on (B)(6) 2016. Successful outcome with no leak during final imaging. Patient was seen in 6/2018 where computerized tomography (CT) was performed and no leak was discovered. On (B)(6) 2019, patient came to hospital complaining of abdominal pain. CT showed blood in the retroperitoneum coming from type 3 endoleak. The leak was located around the distal bifurcated stent graft. The leak was repaired by relining with gore stent graft. Final imaging showed no leak. Some iliac calcification and tortuosity was noted.